Manufacturer narrative:
The device history record review is complete with no anomalies noted. The field service technician carried out a full system check and was unable to find any issues with the system. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. The root cause is determined to be unknown/inconclusive. The investigation is complete.

Event description:
A user facility in (B)(6) reported that the capsule was intraoperatively sucked in and the reflux could not be triggered. Due to the unavailability of the adaptive fluidics cassettes and the associated conversion to the gravity infusion, the reflux performance was not quite as strong. There was no patient injury and the surgery was delayed only a few minutes.